Event description:
This report was related to a rep recert dreamstation auto CPAP device. The manufacturer received information from the patient alleging that when she put her mask on at night, the device made a strange noise, and the pressure was so strong that it pushed through the mask, causing a burning sensation. When she removed the mask, the burning sensation resolved. This incident is assessed as a non-serious injury. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation.